Event description:
On (B)(6) 2016 07:01 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks. It was found that some printed-circuit(pc) boards where defective. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned inspiratory and expiratory transducer printed-circuit (pc) boards has been completed. These boards contain electronics for pressure measurement in the inspiratory and the expiratory sections of the device. The pc-boards were installed in a reference system for simulated-use testing. The pre-use checks tests failed the pressure transducer sub-test. Our conclusion from the investigation is, that the issue occurred due to short-circuits in the pressure transducers. The root cause for why the two pressure transducers had failed was not determined from our evaluation/investigation. We could trace back the reported problem to (B)(6) 2016 and as a result, the date of event was determined to be (B)(6) 2016.

Event description:
(B)(4).